Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The date of the event was estimated as it was not disclosed by this time.

Event description:
It was reported that a patient had acute kidney injury post pfa procedure.a farawave catheter was selected for use during a pulsed field ablation (pfa). It was reported that the patient had diabetes. The patient had persistent atrial fibrillation and had high delivery counts. The patient was monitored by nephrology and returned to normal. The physician has commonly a high number of deliveries (commonly exceeding 130 and has exceeded 200). Extra fluid is usually given during the case. The only change is that he changed from 150ml per hour infusion through faradrive to a transducer. In the physician's opinion, this potential change leading to the issue was less fluid post. No further information was provided. The device is not expected to return.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The date of the event was estimated as it was not disclosed by this time.

Event description:
It was reported that a patient had acute kidney injury post pfa procedure. A farawave catheter was selected for use during a pulsed field ablation (pfa). It was reported that the patient had diabetes. The patient had persistent atrial fibrillation and had high delivery counts. The patient was monitored by nephrology and returned to normal. The physician has commonly a high number of deliveries (commonly exceeding 130 and has exceeded 200). Extra fluid is usually given during the case. The only change is that he changed from 150ml per hour infusion through faradrive to a transducer. In the physician's opinion, this potential change leading to the issue was less fluid post. No further information was provided. The device is not expected to return. It was further reported that the patient was hospitalized and now has fully recovered.

Event description:
It was reported that a patient had acute kidney injury post pfa procedure. A farawave catheter was selected for use during a pulsed field ablation (pfa). It was reported that the patient had diabetes. The patient had persistent atrial fibrillation and had high delivery counts. The patient was monitored by nephrology and returned to normal. The physician has commonly a high number of deliveries (commonly exceeding 130 and has exceeded 200). Extra fluid is usually given during the case. The only change is that he changed from 150ml per hour infusion through faradrive to a transducer. In the physician's opinion, this potential change leading to the issue was less fluid post. No further information was provided. The device is not expected to return. It was further reported that the patient was hospitalized and now has fully recovered.

Manufacturer narrative:
Correction to the follow-up 1 MDR in block(s) patient codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The date of the event was estimated as it was not disclosed by this time.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The date of the event was estimated as it was not disclosed by this time. Device technical analysis: boston scientific attempts to get the product back is in progress and no response yet; therefore, a technical analysis of the complaint device could not be completed. Labeling review: the instructions for use were reviewed, and it did not reveal any evidence of device off-label use or failure to follow instructions. The IFU mentions 'procedural related side effects'. There is no evidence that any updates to the document are required at this time. Investigation conclusion: the known inherent risk of device cause code was selected based on the information provided within the event description. Unspecified kidney or urinary problem is considered within the risk threshold of procedural related side effects for the farawave ablation catheter device. Procedural related side effects are expected procedural complications addressed within the IFU for the farawave catheter. There were no allegations of a device deficiency contributing to the reported adverse event, and the device has not been returned to bsc for analysis at this time.

Event description:
It was reported that a patient had acute kidney injury post pfa procedure. A farawave catheter was selected for use during a pulsed field ablation (pfa). It was reported that the patient had diabetes. The patient had persistent atrial fibrillation and had high delivery counts. The patient was monitored by nephrology and returned to normal. The physician has commonly a high number of deliveries (commonly exceeding 130 and has exceeded 200). Extra fluid is usually given during the case. The only change is that he changed from 150ml per hour infusion through faradrive to a transducer. In the physician's opinion, this potential change leading to the issue was less fluid post. No further information was provided. The device is not expected to return. It was further reported that the patient was hospitalized and now has fully recovered.